Event description:
It was reported, a patient's implantable cardioverter defibrillator (ICD). Presented with inappropriate shock, due to incorrect interpretation of signal. Programming changes were made to restore normal parameters. The patient was stable.